Event description:
It was reported that the patient presented in clinic for a follow up with episodes of non-sustained right ventricular oversensing (nsrvo) due to an oversensing of signals from the patient's left ventricular assist device (lvad) exhibited by the implantable cardioverter defibrillator. Programming changes were made. The patient was in stable condition.